Event description:
The lead was returned after an elective replacement and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on all conductors (not obstructed) , there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation was torn, the outer tubing was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was tissue present on helix.